Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.0/2.5/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is unknown. Status of the eye is "ok."

Manufacturer narrative:
Claim# (B)(4).